Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the battery measurement was not available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4471, competitor lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon device interrogation, the device triggered eri (elective replacement indicator). Eri was able to be cleared, and the device was reprogrammed to mvp (managed ventricular pacing) mode and remains in use. No patient complications have been reported as a result of this event.